Event description:
It was reported via phone call that the insulin pump alarmed a power error detected. The customer¿s blood glucose level was unknown. No further details were given. The device will not be returned for analysis.